Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated, that her daughter's watch-style vns therapy magnet cracked and no longer functioned, as it was supposed to. Good faith attempts for further information are currently being made.